Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system on-site and confirmed s system was unable to boot up. Upon troubleshooting x-ray pc software was then installed by fse. To resolve the issue, on october 16, 2024, fse upgraded the system software to version. After reinstalling the software and uploading system backup, the system was working as intended. The codes were updated based on the investigation outcome.